Event description:
Per normal protocols, a PICC line catheter was inserted without radiographic confirmation of proper location of the catheter. The PICC line was inserted to deliver antibiotics. It is believed that the PICC line may have been inserted too deeply which may have contributed to a ventricular tachycardia. The issue resolved after the PICC line was adjusted.